Manufacturer narrative:
Service was able to verify the reported problem. All testing performed with a good known test ac adapter and patient circuit connected. Test, results were failing, vent shut down during testing. Further investigation revealed internal battery is not holding charge. The root cause is determined to be defect electrical component. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1200 experienced battery only lasting a few mins. As an intervention, they bagged the patient and swapped the unit out with another ltv. The customer confirmed that there was no patient harm associated with the reported event.